Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus-ileal anastomosis, the device¿s head anvil was not deployed at 90 degrees, bent and unable to tilt. The surgical time extended 30 minutes or more because they waited a new device from another hospital. A medical intervention was needed. There was no injury caused to the patient.